Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
While performing revision due to loosening of the hmrs, the proximal tibial component was found to be broken.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a hmrs tibial component was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of medical records with a clinical consultant indicated the following "conclusion/assessment: no clinical information or pre or postop evaluations were provided for evaluation. The assessment is based on 2 x-rays of a knee with a proximal tibial replacement. The images were unlabeled. These were difficult to interpret but it would appear that in comparing the left versus the right image that the tibia is translated posteriorly on the second image. This may indicate fracture of the bearing/locking post. Event confirmation: there is not enough information to confirm the described event. While the x-ray does appear to show subluxation/posterior dislocation of the tibial component the etiology cannot be ascertained without more data. Device history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of medical records with a clinical consultant indicated the following "conclusion/assessment: no clinical information or pre or postop evaluations were provided for evaluation. The assessment is based on 2 x-rays of a knee with a proximal tibial replacement. The images were unlabeled. These were difficult to interpret but it would appear that in comparing the left versus the right image that the tibia is translated posteriorly on the second image. This may indicate fracture of the bearing/locking post. Event confirmation: there is not enough information to confirm the described event. While the x-ray does appear to show subluxation/posterior dislocation of the tibial component the etiology cannot be ascertained without more data. "No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
While performing revision due to loosening of the hmrs, the proximal tibial component was found to be broken.